Manufacturer narrative:
B2 - outcomes attributed to adverse: corrected. H6 - health effect-impact code: updated. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including bleeding. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A computed tomography (CT) scan was done and confirmed a massive left hemothorax. The source of the bleeding was confirmed to be the drain insertion site. An emergency reopening of the thoracotomy was performed on (B)(6) 2024, bleeding from the drain site was confirmed and hemostasis was completed. The patient's progress was good and they were transferred to cardiology and then discharged home.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had major bleeding in the chest wall. The received a blood transfusion of between 8 and 16 units rcc. Their prothrombin times/ international normalized ratio (inr) was 1.2iu. Activated partial thromboplastin time (aptt) was 29 seconds and platelet count was 17.4 ×104/l. The patient was noted to have been on both warfarin and heparin at the time of the event. The outcome was reported as blood transfusion and reoperation. It was noted that the patient had a history of lesion or disease at the site of bleeding, which facilitated the onset of the bleeding (drain insertion site). The causal relationship with the device was considered low, but could not be denied.